Manufacturer narrative:
Corrected data: h6(medical device problem code: removing poor quality image and adding erratic or intermittent display). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, it was found that device rebooted automatically due to a faulty printed circuit board. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the reported malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center image was flickering. The issue occurred, during a diagnostic bronchoscopy procedure. The physician was able to complete the procedure with the same device. There were no reports of patient harm.